Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 2 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced driveline pseudomonas and (B)(4). The patient was taken to the operating room for debridement. The patient was discharged and doing well on antibiotics. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.